Event description:
It was reported that the right ventricular lead exhibited high, out-of-range shock impedances of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options. The device and leads remain in service. No adverse patient effects were reported.